Event description:
On (B)(6) 2025, the user reported high blood glucose (bg) with a high blood glucose (bg) of 310 mg/dl while using a dexcom g7 continuous glucose monitor (cgm). The user confirmed no leaks or alarms but discovered the connector was not locked into the ilet and the cartridge had come out. The agent instructed the user to disconnect, then reattach the connector and fully seat the cartridge. The user's blood glucose (bg) was corrected after reconnection. No symptoms were experienced by the user during the event, no outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.